Event description:
As reported by the user facility: event 1: our facility has experienced several issues with bloodlines from fresenius streamline airless system for 2008 series machines. Lot number 0061988026 is leaking from saline connection. Also reported that venous line connector broken on another set with same lot number and report of air in system from same lot number.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Three (3) unused samples were provided for evaluation. The returned samples underwent visual inspection, and no visual defects were identified. The samples were subjected to a functional leakage test following design input requirements by creating a closed system between the arterial and venous portion of the sets and testing them utilizing air under water. Results indicated no leakage. Furthermore, the samples were functional occlusion tested using specified procedures, and no occlusions or blockages were identified. Based on the investigation findings, the samples were within internal specification; therefore, the reported defects were not confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.